Manufacturer narrative:
Analysis confirmed the guide wire had fractured. It is hypothesized that the issue occurred because the oad was spinning on a separate guide wire and made contact with a second guide wire that was inserted in the patient, near the treatment site. Scanning electron microscopy (sem) analysis of the fracture revealed evidence of severe grinding on the outer diameter of the guide wire. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
As the patient was wheeled in for the procedure, they presented with pulmonary edema. An impella device was placed inside the patient and they were connected to a bipap machine to stabilize them. Two viperwires were placed for use of orbital atherectomy in a complex case involving a lesion affecting the bifurcation of the left main coronary artery. One wire was placed in the left anterior descending artery (lad), and the second was placed in the left circumflex artery (lcx). Treatment was successfully performed in the lcx, and the orbital atherectomy device (oad) was removed from the first viperwire and placed on the second viperwire to treat the lad. During treatment in the lad, the oad encountered resistance on a shelf of plaque, which caused the oad to come into contact with the first wire, which was still present in the lcx. The tip of the wire fractured near the ostium of the lcx and could not be removed despite three attempts to do so. The fragment was abandoned in vivo and remained in a small vessel branching from the lcx. A stent was placed over part of the fragment. The patient was in stable condition following the procedure.